Event description:
The customer reported a hang during opcheck at the point where the charge button is pushed. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.